Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. Due to an elevated blood glucose (bg) level (bg value unknown at time of event), with ketones (size unknown) customer went to the emergency room (ER) and was hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 26 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.